Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states, during use in the intensive care unit (ICU), the suture wing detached from the catheter of the mahurkar elite. The ICU nurse manager stated this has happened 4 to 5 other times in the past but had no specific information regarding dates, patients, product ID, or lot number. It was reported that the catheters were still usable and were continued in the patient.